Event description:
It was reported that the stenoscope could not switch to mag 2 mode. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the high voltage cable was damaged. The cable was replaced. The system was tested and found to be working as intended and placed back into service.